Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, primetest, and excessive no delivery tests. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 460 mg/dl. Customer¿s current blood glucose 58 mg/dl. Customer also reported that insulin pump had damaged in battery casing. The customer was treated with insulin pump. The customer declined troubleshoot low blood glucose and high blood glucose. The insulin pump will be returned for analysis.